Event description:
It was reported that a customer had passed away on (B)(6) 2025. The cause of death was reported as unknown. The contact reported that two death certificates were received. The cause of death on one death certificate was listed as due to severe hypoglycemia/type 2 diabetes. The cause of death on the second death certificate was listed as natural causes/unknown. The customer was wearing the pump at the time of death. A review of pump data will be performed, and the results will be submitted in a supplemental report.